Event description:
(B)(4). It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the proximal to mid right coronary artery (rca); the lesion was 8mm long with a reference vessel diameter of 3.0mm. The lesion was pre-dilated and a 3.00 mm x 24 mm promus element stent was deployed. After placement of the stent, a "malfunction occurred during withdrawal of balloon and/or delivery system", and it was noted that the distal end of the stent was shy of the target lesion and that the "back end of the stent was compressed by the guide catheter". High pressure dilatation was performed and a 3.0mm x 20mm promus element stent was implanted overlapping with good result. Following post-dilation, residual stenosis was 0%. No patient complications were reported. The patient was discharged the same day on aspirin and clopidogrel. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target lesion was de novo, mildly tortuous and non-calcified. According to the physician, "the guide catheter rear ended the stent and distorted it a bit".